Manufacturer narrative:
Investigation - evaluation: a review of documentation, drawing, instructions for use, manufacturing instructions,and quality control data, visual inspection and functional testing of the returned device were conducted during the investigation. A device history record review and complaint history search could not be performed as the complaint lot number was not provided. Visual inspection and functional testing of the returned device were performed. No damage was noted on the proximal assembly. The catheter tubing was tugged and twisted with no movement occurring within the proximal assembly. The catheter tubing was then clamped off in order to pressurize the proximal assembly. Water began to leak with less than 1 psi of pressure applied. The cap was unable to be untwisted from the mac-loc. Appropriate measures was initiated due to an increased trend for hub separation on ultrathane mac-loc locking loop multipurpose drainage catheter. The root cause analysis determined that a change in flaring iron from 0.200¿ to 0.190¿ caused the increased trend in hub separation/leakage. New validation tests were performed to validate a new flaring iron resulting with a 0.210¿ flare, with passing tensile and leakage results. The flaring iron diameter was changed to 0.210¿. Verification of effectiveness was confirmed based on occurrence rate following the flaring iron change being statistically equal to the original complaint rate (prior to the change from 0.200¿ to 0.190¿). Based on the provided information, inspection of returned product, and the investigation, a root cause of this occurrence is related to variation in the manufacturing process. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient was undergoing placement of an ultrathane mac-loc locking loop multipurpose drainage catheter. Leakage was observed at the hub during the placement procedure. The device was not used; a new device was opened and used to complete the procedure. There are no reported adverse patient consequences. The device was received by the manufacturer for evaluation. A follow-up report will be submitted upon completion of the investigation.